Event description:
The customer states that one of the architect i2000sr analyzers in the lab is intermittently "ignoring" some reagent packs and does not seem to be scanning the reagent tray when going from ready mode to run mode. A service call was initiated. The abbott field service engineer (fse) determined that the reagent lid sensor was not functioning and not recognizing when the reagent lid has been opened. The fse found that the analyzer was not automatically scanning reagent kits after they were loaded on board the analyzer. This in turn creates the potential for reporting incorrect results if a reagent pack was moved or replaced with a reagent pack of a different assay. The instrument retains the previous reagent load list. The customer verified that no erroneous results were generated and that there has been no impact to patient management.

Manufacturer narrative:
(B)(4). Arch ferritin assay ln: 6c11-20 lot: 81046m101; arch ca 125 assay ln: 2k45-20 lot: 79341m100. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.